Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having a lot of discomfort and the patient did not think the device seemed to be working. The patient thought the device needed to be reprogrammed. This started to occur since (B)(6) 2015. It was explained to them that they needed to call the doctor and have the doctor request for a manufacturing representative (rep) to come in to adjust the device. Further follow-up is being conducted to determine what troubleshooting, actions or interventions were taken, and if the cause of the device not working was determined. If additional information is received, a follow-up report will be sent.